Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence due to a fluid loss in the balloon. The balloon was explanted and replaced. There is no additional information reported.